Manufacturer narrative:
Visual inspection of the returned devices noted that one of the two screws has a shank that has been bent. A review of the device history record for the viper mono screws 5x45 mm ti was conducted identifying a lot quantity of (B)(4) was released to stock on 4/26/11 with no discrepancies and a lot quantity of (B)(4) was released to stock on 3/14/11 with no discrepancies. As such, no issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month review of the complaint trend analysis for the viper mono screws 5x45 mm ti was conducted on the product code. Family trending was not performed because the amount of stress placed on the screw would change with shank length and diameter. Trending found the complaint to be over the upper control limit, therefore a design validation assessment was performed. A review of the viper family post market surveillance report was conducted and released in a report on december 26, 2013. Summary of polyaxial screw failures highlights the failure mode of ¿shank bends or breaks in vivo¿ which concluded that all risks have been identified and are acceptable for this failure mode. As such, the benefit outweighs the risk and no further action in addition to what was identified in the pms report will be taken as a part of this complaint file. The root cause of the viper mono screw being bent cannot be positively determined. However, the bent screw may be attributed to unanticipated forces being placed on them during distraction intraoperatively. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.

Event description:
It was reported that during a fracture reduction procedure, one of the viper screws titled after distraction. The physician reports that the patient will be monitored in post operative x-rays.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that during a fracture reduction procedure, one of the viper screws titled after distraction. The physician reports that the patient will be monitored in post operative x-rays.